Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were noted on the rv lead. Noise was observed when manipulating the lead. No intervention were reported. The patient's condition was good.